Manufacturer narrative:
Result: the ruby coil was detached from the pusher assembly. The proximal constraint ball was in the distal detachment tip (ddt) with a broken piece of the stretch resistant (sr) wire. The coil also has a broken piece of sr-wire exposed. The coil pusher assembly was kinked approximately 5.0, 21.5, 56.0, and 89.0 cm from the proximal end. The pet-lock was intact, indicating that the coil was not detached as intended. Conclusion: the complaint has been evaluated. The complaint indicates that the ruby coil unintentionally detached when partially inside the microcatheter. Evaluation of the returned device confirmed unintentional detachment of the coil as evidenced by the intact proximal pet-lock on the pusher assembly and broken sr wire. It appears that the tortuous anatomy described in the complaint led to resistance when deploying the coil, causing force in excess of the tensile strength of the sr wire to be placed on the coil. This force caused a break in the sr wire and coil detachment. The kinks in the pusher assembly also indicate that force was placed on the device during coil deployment against resistance. The coils are 100% functionally tested during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. The physician partially deployed a ruby coil when it became unintentionally detached. The physician removed the ruby coil successfully and the case continued. There was no report of an adverse effect on the patient.